Event description:
It was reported that the patient presented for a lead revision procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. Programming changes were made. The patient was stable and would continue to be monitored.

Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. Programming changes were discussed but not made. The patient was in stable condition.